Manufacturer narrative:
This device remains in service at this time. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed to provide additional information. The ICD has now been explanted and replaced due to the previously reported codes. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
This device remains in service. At this time, there is no further information available. If additional information becomes available this report will be updated.

Event description:
This supplemental report is being filed to provide additional information. Information was received which indicated the ICD was never changed out as the patient had a non-device related infection. Further review of the patient's data showed a different code also triggered now. (B)(4).